Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl) and ketones. Reportedly, customer believes elevated bg level was caused by a recent steroid injection. Customer administered insulin through the pump to address bg level. Recommendation was made to consult with health care provider to discuss diabetes management and call tandem technical support for future bg events.